Event description:
It was reported that the pacemaker exhibited far r wave oversensing. Programming changes were discussed but not made at this time. No patient symptoms were reported.

Event description:
New information indicated that the patient presented to the clinic, and device reprogramming was performed. The patient was asymptomatic.